Event description:
Reporter alleged obtaining discrepant blood glucose results of 48 mg/dl and 428 mg/dl back to back with a results of 67 mg/dl when testing was performed less than 10 minutes apart on the advantage system. Reporter indicated that she was experiencing hypoglycemic symptoms. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.